Manufacturer narrative:
The device was returned to olympus for inspection.a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the colonovideoscope had a dirty lens. There was no patient involvement.